Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates for gore® viabahn® endoprostheses: lot# 15626935 implanted (B)(6) 2017; medwatch report #2017233-2017-00098, lot# 15473136 implanted (B)(6) 2017; medwatch report #2017233-2017-00099, lot# 14657403 implanted (B)(6) 2017; medwatch report #2017233-2017-00100. (B)(4).

Event description:
On (B)(6) 2017, a patient presented with an aneurysm in the superficial femoral artery, extending to popliteal artery. Three gore® viabahn® endoprostheses were implanted at the intended treatment site. On (B)(6) 2017, the viabahn devices were found to be occluded. Thrombectomy was performed and a new gore® viabahn® endoprosthesis was implanted to extend coverage. On (B)(6) 2017, it was reported that all four viabahn devices were occluded. As reported, multiple thrombectomy attempts were made to re-open the distal flow beyond the viabahn devices. On or about (B)(6) 2017, a below-knee amputation was performed. The patient is undergoing physical therapy and doing well.